Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years and 7 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented to the emergency department with flu like symptoms during the prior week, chest pressure, and poor appetite. Upon admission, a chest x-ray revealed pulmonary edema, and the lactate dehydrogenase (ldh) level was elevated to 1028 u/l, from the 300 u/l range the week prior. The creatinine level was elevated up to 1.8 mg/dl. A ramp echocardiogram was performed, and the left ventricle was unable to be decompressed and aortic valve was not able to be closed. The patient was placed on bilevel positive airway pressure for pulmonary support, milrinone was started, and the patient was administered a heparin infusion. The patient developed high fevers to 39.2 c, and leukocytosis. The patient was treated on broad spectrum antibiotics. The patient did not have positive cultures, and a CT of the chest and abdomen did not show any signs of infection. Device thrombosis was suspected, and the patient underwent a pump exchange on (B)(6) 2017. During the exchange procedure, it was observed that the bend relief of the pump was partially disconnected. The disconnection did not interrupt device flow, and a collar was applied. No additional information was provided.

Manufacturer narrative:
The explanted pump was returned for evaluation. The evaluation of the pump confirmed the report of suspected pump thrombosis. The pump was returned assembled with the percutaneous lead severed approximately 7 inches from the pump housing and the distal portion of the percutaneous lead was returned in a 31 inches section. The inflow conduit and the outflow graft were not returned. Upon disassembly of the returned device, examination of the body of the rotor revealed a tissue-like deposition occluding one of the rotor¿s vanes. The areas of denaturation on the thrombus indicate that it was present in the pump while it was supporting the patient; however, the structure of the thrombus suggests that it did not originate on the rotor and initially developed in another location. Although its origin could not be conclusively determined, the thrombus could have contributed to the reported elevated lactate dehydrogenase level (ldh). It was reported that during the pump exchange procedure, the outflow graft bend relief was noted to be disconnected. This event cannot be confirmed as no photos or images of the reported disconnect were submitted and neither the outflow graft nor the outflow graft bend relief were returned. A corrective/preventative action (CAPA) has been implemented for this issue; however, vad-(B)(4) was implanted prior to the CAPA implementation. Examination of the pump¿s bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.